Event description:
Healthcare professional (hcp) reported injecting a patient in the lips with one syringe of juvéderm® ultra xc. Shortly after the injections the patient ¿started noticing swelling and significant blanching in the bottom lip and thought it was a vascular occlusion.¿ the hcp treated the patient with ¿540units of hyaluronidase, aspirin, hot compress, and massages as treatment.¿ the patient's symptoms resolved but there is still some bruising.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.